Event description:
A 2.5 mm diameter x 24 mm length s660 zipper stent delivery system was inserted into a pt for the treatment of an occluded right coronary artery lesion. Two cypher stents were implanted in a pt with severely diseased arteries in the right coronary artery. During the procedure the physician observed that the lesion where the two cypher stents had been placed had closed and there may have been a dissection. The physician attempted to implant a s62524zp stent within the cypher stents. The s62524zp was unable to be advanced to the desired location and the physician elected to remove the s62524zp. Upon removal the stent dislodged off the delivery balloon, possible from catching on one of the cypher stents. The pt was sent for emergent bypass surgery. No addirional sequelae were reported and the pt is reported to be fine.